Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by physical stress such as dropping or bumping, or by deterioration due to chemical stress such as reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the adhesive of the objective lens was peeled off due to handling. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the bending section rubber, control section, grip unit, video connector, video connector case, and light guide connector were scratched by external factors. -the angulation was insufficient due to the stretch of the angle wire. -the adhesive of the bending section rubber was chipped. -the operation of the angulation lock lever in the control section was heavy. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.